Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was between 153-200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.